Event description:
It was reported that the clinicians inserted the swg but had difficulty passing the iliac artery. Due to pt's tortuous anatomy, clinicians chose to insert a longer 8 fr sheath. The sheath and iab were inserted without difficulty. Pt was transferred to ccu. Augmentation was lost when pt was turned. Traction was applied to sheath and augmentation returned. Ipressure wave form indicated end of sheath and balloon were meeting again. Dr pulled sheath down approx 2" which relieved augmentation issues. At 2045 the autocat 2 wave experienced 2 high pressure alarms and helium loss alarm. Tubing checked and blood noted. Iab was removed. Reinsertion was not required. There were no associated pt complications. A follow-up report will be filed when evaluation is complete.